Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the procedure, a blood leak occurred. While the device was being used, blood began to leak at the hemostatic valve. The device was replaced and the procedure was completed with no adverse patient consequences.